Event description:
During a paroxysmal atrial fibrillation procedure, it was reported that when plugging the lasso 2515 nav eco catheter into the carto 3 system, there was noise seen in both equipments, carto 3 system and recording system. Cables were exchanged without success. The catheter was exchanged and the case resumed without any patient consequence. On (B)(4) 2013, information requested and was received from the bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals, were completely unreadable in both systems simultaneously. The physician was not capable to interpret both signals and required to disconnect the catheter. After replacing it, the noise did not return and was able to complete the procedure with no patient consequence. Due to this additional information, the event became reportable. Awareness date changed to (B)(4) 2013.

Manufacturer narrative:
(B)(4).